Manufacturer narrative:
Ge healthcare's investigation has been completed and the root cause of the injury was determined to be due to a service error. During troubleshooting the table movement issue, the fe placed his hand between the drive chain and gear while operating the table movement foot pedal with their other hand. The service manual references to perform the lock out tag out procedure when performing any servicing on the device. In addition, there are danger symbols listed within the service manual warning the service representative of a crush/mechanical hazard when working around moving parts and the fe did not follow these warnings. As a correction for the issue, the fe has been reminded to follow the warning to keep their hands away from moving parts. No further actions are needed.

Manufacturer narrative:
Ge healthcare has initiated a root cause investigation which is ongoing. A follow-up report will be submitted when the investigation has completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2019, a ge field engineer (fe) was performing service troubleshooting on a revolution xr/d fixed radiography system installed at (B)(6) medical center in the USA where the customer reported the tables vertical travel would not work. The fe was working on the tables drive mechanism when the drive motor engaged, and their right hand was caught in the tables drive mechanism. This resulted in blood vessel and tendon damage that required surgical repair.